Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from an edwards field clinical specialist, approximately 4 years post implant of a 23mm sapien xt valve in pulmonic position, there was increased rvot/pulmonary gradient. After reviewing the medical records provided, at approximately 3 years and 10 months post successful implantation of a viv (23mm xt valve in a stentless surgical valve) in the pulmonic position, the latest echocardiogram demonstrated increased peak gradients of 60mmhg, and vmax of 3.86m/sec that indicates moderate bioprosthetic pulmonic valve stenosis and moderate pulmonary valve regurgitation. The patient has a possible thv in thv scheduled.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaints for valve central leak and valve stenosis were confirmed from the medical record. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint a review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years post implant of a 23mm sapien xt valve in pulmonic position, there was increased rvot/pulmonary gradient. After reviewing the medical records provided, at approximately 3 years and 10 months post successful implantation of a viv (23mm xt valve in a stentless surgical valve) in the pulmonic position, the latest echocardiogram demonstrated increased peak gradients of 60mmhg, and vmax of 3.86m/sec that indicates moderate bioprosthetic pulmonic valve stenosis and moderate pulmonary valve regurgitation". It was noted from medical record that the patient had history of hyperthyroidism with hashimoto's thyroiditis. Hyperthyroidism can cause blood calcium levels to rise (hypercalcemia). Furthermore, this lead to tissue calcification thereby thickening leaflet resulting in stenosis. As such, available information suggests that patient factors (hyperthyroidism) may have contributed to the valve stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the stenosis can potentially to prevent the valve from proper coaptation, which leads to central regurgitation. As such, available information suggests patient factors (stenosis) may have contributed to the reported valve central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from an edwards field clinical specialist, approximately 4 years post implant of a 23mm sapien xt valve in pulmonic position, there was increased rvot/pulmonary gradient. After reviewing the medical records provided, at approximately 3 years and 10 months post successful implantation of a viv (23mm xt valve in a stentless surgical valve) in the pulmonic position, the latest echocardiogram demonstrated increased peak gradients of 60mmhg, and vmax of 3.86m/sec that indicates moderate bioprosthetic pulmonic valve stenosis and moderate pulmonary valve regurgitation. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve.